Event description:
The patient's diagnostics were normal. The physician indicated that he did not believe the patient's increase in seizures was in any way related to vns and instead attributed the increase in seizures to the progression of the patients neurological condition.

Event description:
It was reported that the patient called and reported having an increase in seizures over a 6 month period. The mother noted that they may take the patient to the ER as she is having over 50 petit-mal seizures a day. No additional relevant information has been received to date.